Manufacturer narrative:
This event concerns a device that was manufactured and used outside the us. Review of the electronic data and files received.

Event description:
The ICD involved in this MDR report was implanted in 2007 with an isoline 2ct6 defibrillation lead. Upon scheduled f/u (eleven months later), inappropriate ventricular fibrillation (vf) detections were observed (noise sensing inducing storage of episodes and identified as vf). One inappropriate shock was delivered due to this oversensing. Fast battery depletion was observed. Reportedly, the pt received another inappropriate shock, and a vf episode was not treated the month after implant. The ventricular sensitivity threshold was reprogrammed at 0.8mv, and vf persistence was increased (set to 12 cycles) to prevent the oversensing phenomenon.